Event description:
Boston scientific received information that during a routine device change out procedure the rate/sense portion of this implantable defibrillation lead was noted to have insulation damage. No adverse patient effects were reported.

Manufacturer narrative:
The rate/sense portion of this lead was surgically abandoned. The shock portion remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.